Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular (rv) lead originally intended for use appeared to be damaged upon visual assessment. A forty five degree bend was noted between the distal end of the lead coil and distal tip of the head. An alternate lead was used for implant, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.